Event description:
It was reported that a vns dell x5 computer with version 8.0 cyberonics software was receiving an sql error. The company representative tried to perform a hard reset three times and re-seated the flashcard, but the problem persisted. The handheld computer and software were returned to the manufacturer, but product analysis has not been completed to date.